Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that during priming there was no flow through the recirculation line going from the cardioplegia heat exchanger to the reservoir. This cause to over pressurization of the cardioplegia circuit. Therefore, the line was removed and replaced with the arterial part of the manifold line and the recirculation line from the top of the oxygenator to the reservoir was used as the new arterial manifold line. No harm to any person has been reported. The sample was discarded by customer and therefore laboratory investigation could not be performed. Neither a video nor a photograph was provided within the complaint. However, customer needed to change the sample line with the purge line connected to the oxygenator and confirmed that the issue solved with this changed. Based on this, complaint could be confirmed but product related influences could not be confirmed. The production history record (DHR) of the affected hqv 51201 with lot# 3000326709 was reviewed on 2024-03-04. According to the DHR result, the product hqv 51201 passed the defined manufacturing and final release specifications. Further, the production history record of the recirculation line / 701064326#hahnenbanklinie with lot # 3000320553 was reviewed on 2024-03-04. According to the DHR result, the product 701064326#hahnenbanklinie passed the defined manufacturing and final release specifications. Since the exact blockage location could not be identified as "no flow through valve", incoming inspection report control was performed for the related tubing line and for each components in the line as follow: - (B)(6), pvc 2.5x4.1 nodop 80 sh red stripe, (batch # 3000168115); - (B)(6), 00331#mll connektor 4,1 mm, (batch # 3000258810 & #3000258811); - (B)(6), 00877#supravalve, (batch #3000299111). 1. The incoming inspection reports of the affected component 00877#supravalve (batch # 3000299111) was reviewed on 2024-03-15. The 00877#supravalve was checked visually for particles,crack, pressure marks, rills, streaks, sinks, without fat, dirt, blur, cords, scratches, burrs, no black spot and air bubbles. Also, size check was performed for defined parameters. 2. The incoming inspection reports of the affected component pvc 2.5x4.1 nodop 80 sh red stripe (batch # 3000168115) was reviewed on 2024-03-15. The pvc 2.5x4.1 nodop 80 sh red stripe was checked visually for particles, pressure marks, rills, streaks, sinks, fat, dirt, blur, cords, black spot, air bubbles, scratches, burrs and deformation. Further, the tube is checked for micro cracks by kinking it. Also, dimensional check was performed for the defined parameters. 3. The incoming inspection reports of the affected component 00331#mll connektor 4,1 mm (batch # 3000258810 & # 3000258811) was reviewed on 2024-03-15. The 00331#mll connektor 4,1 mm was checked visually for particles, pressure marks, rills, streaks, sinks, without fat, dirt, blur, cords, no black spot and air bubbles, scratches, burrs. Also, size check was performed for defined parameters. All tests were passed as per specifications. The review of the non-conformities has been performed. It does not show any non-conformity in regard to the batch numbers of reported components with related to the reported failure. Besides, the reported failure is covered in basic operation procedure 'air congestion test': 4. Workflow. Caution: tubes shall be tested by air within 25-30 minutes at the earliest after gluing. Performing before this time may not be enough to dry cyclohexanone, the probability of the product being scrap increases and the test does not give the correct result. 5. Control. - if there is an audible noise at the end of the tubes after the test, the product is considered as suitable since air can pass through the tube. - if there is no audible noise from the inside of the tube, the product is considered to be defective because it is clogged. It is removed from the production to avoid mixing with other tubes tested. Defective products are scrapped according to the si-b-75 komiroom material flow instruction and ordered to the material preparation department to prepare a new one. Based on the DHR review, all tests were performed and passed the defined parameters. Based on the investigation results, there could not be found any non-conformities during production that could cause to reported failure. It is impossible to define the exact root cause with the provided information at this moment. Getinge production employees were informed about the complaint #(B)(4) on 2024-03-05 to increase awareness. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
It was reported that during priming there was no flow through the recirculation line going from the cardioplegia heat exchanger to the reservoir. This cause to over pressurization of the cardioplegia cirvuit. Therefore, the line was removed and replaced with the arterial part of the manifold line and he recirculation line from the top of the oxygenator to the reservoir was used as the new arterial manifold line. No harm or death to any person was reported. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.